Event description:
Caller alleged display of "error 114" three times with one patient bridging from pradaxa. Facility does not normally test patients on pradaxa, but this patient came in to see his physician and was tested because he was experiencing oral bleeding.

Manufacturer narrative:
Pending investigation.